Manufacturer narrative:
Address line 2: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "pain, capsular contracture" baker grade unknown. Healthcare professional also reported "kidney stone," which is not device related. The device still remains implanted.